Event description:
It was reported that there was telemetry difficulty, sensing difficulty, oversensing, and no capture. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.